Manufacturer narrative:
Product event summary: at analysis it was determined that the device's battery contacts were contaminated, its ring and ring attachment were missing and a screw attachment on the upper case was broken. The main board was calibrated, the battery contacts cleaned and it then passed all tests with no visual or electrical anomalies. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
The external pulse generator originally returned for preventive maintenance subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.